Manufacturer narrative:
Concomitant medical products: product ID 377745, lot# n0049242, implanted: (B)(6) 2005, product type: lead; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 377745, lot# j0555600v, implanted: (B)(6) 2005, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
The consumer reported she was feeling shocking. There was stimulation in an undesired location, in her back and opposite side of her chest than before. The consumer stated the implantable neurostimulator (ins) was deleting rapidly and was not taking a charge like it did before. There were no falls or trauma reported that could be related to this issue. The patient programmer (pp) showed stim on. The patient was able to charge and change stimulation. It was a sudden change in therapy/symptoms. The patient was to follow up with the health care provider (hcp). Medical history includes spinal pain and lumbar radiculopathy. If additional information is received, a supplemental report will be submitted.